Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: suction biopsy channel, a/w-channel, flushing and brushings. Cfu: no growth after 7 days incubation. Bacterial identification: n/a. The device was returned to olympus for inspection and the reported failure found during investigation was not confirmed. According to the investigation, the device was culture tested positive by the customer; however, the device was tested negative by olympus, therefore the user request is not confirmed. The root cause could not be identified. Based on the data provided, no correlation has been observed between actual product device status and cause of contamination. In general, device damages (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. Without the cds information from the customer, we are not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the IFU with product status. After reprocessing by oly, the hmi results could not confirm customer findings and shown no growth. Olympus will continue to monitor field performance for this device

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for "light" to "moderate" growth of pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for "light" to "moderate" growth of pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.